Manufacturer narrative:
The manufacturer did not receive devices. Other source documents were provided (x-rays, surgical reports). As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the pt was implanted an unk sulox head on (B)(6) 2012. The pt was revised on (B)(6) 2013 due breakage of the sulox ceramic head.